Event description:
Health issues after receiving mentor silicone smooth round high profile memory gel implants such as: diagnoses with fibromyalgia (B)(6) 2013, joint pain, migraines, memory problems, light and noise sensitivity, muscle weakness, chest pains, shortness of breath, insomnia, chronic, fatigue, made worse by exercise, brain fog muscle spasms, burning pain tops of hands, numbness and tingling arms and hands, skin sensitivity, increased bladder, flu-like symptoms, decreased immune system, decreased libido, intolerance of alcohol, low grade fevers, weight gain, loss of balance, changes in vision, depression, anxiety, mood swings, breast pain/tenderness, lower back pain/arthritis, diagnosed with lower lumbar spondylosis, spots on pelvis found during x-ray, hip pain, low blood pressure/circulation, painful menstruation, restless legs, difficulty grasping/picking things up, bruise easily, white spots on fingernails, and nausea. Dose or amount: 600 cc. Diagnosis or reason for use: cosmetic.